Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), extra deflections were noted on the right ventricle channel of the electrocardiogram. These deflections were not recorded by the device, however were determined to be clear deflections. The deflections were noticed for about ten minutes after implant. Technical services noted that this may be due to air bubbles. No adverse patient effects were reported.